Manufacturer narrative:
Pump was received with stuck on flashing medtronic logo on the display. Unable to verify rewind anomaly, pump error 43 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to stuck on flashing medtronic logo on the display. Unable to download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Unable to upload pump to carelink due to stuck on flashing medtronic logo on the display. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Stuck on flashing medtronic logo on the display was confirmed due to severe corrosion on the pcba 1 and pcba 2. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to verify rewind anomaly, pump error 43 alarm, perform the required testing, upload pump to carelink, download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Stuck on flashing medtronic logo on the display was confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was also found on the force sensor and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump won't rewind. Also, the customer reported the pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor) alarm. The customer reported a blood glucose value of 748 mg/dl. The customer reported hyperglycemia was treated with an IV insulin drip (intravenous insulin infusion) and hospitalization. The event involved products mmt-7040a, mmt-1884, mmt-342, and unomedical. Troubleshooting was performed for the pump error alarm, and the customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was partially performed for high blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-7040a, mmt-342, and unomedical. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.